Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. Customer was advised to call back if the issue persisted. Customer's blood glucose was 401 mg/dl. The customer's healthcare provider called back to report the alarm was recurring. The customer's insulin pump will be replaced. The insulin pump will be returned for analysis.